Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4). The occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 6:16 p.m. On (B)(6)2021, a sample from the patient was tested using the meter, resulting in a value of 1.4 inr. At 6:37 p.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 1.5 inr. At 8:30 p.m. On (B)(6) 2021, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.2 inr. This value was believed to be correct. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is weekly.